Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. H6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted during a stent placement procedure performed on an unknown date. During the procedure, the axios stent was able to be deployed; however, there was difficulty in removing the transducer through the axios lumen. The stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event.